Event description:
It was reported that the customer went to the emergency room due to blood glucose level greater than 500mg/dl. The customer was treated with intravenous insulin and saline and was discharged (B)(6) 2022 with no permanent damage. Reportedly, an altitude alarm occurred. The customer performed a cartridge change to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.